Manufacturer narrative:
(B)(4) date sent: 10/24/2022 d4 batch #: v96213 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the electrode and ceramic detached from the jaw and active rod as one piece returned. In addition, the cable was cut off. The top jaw was not detached as reported. Upon visual inspection under magnification, it was noted that the ceramic was partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Due to the returned condition of the device, no functional testing could be performed with the generator. However, the device was mechanically tested and no anomalies were noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. There is insufficient evidence related to what caused the damage to the device.

Manufacturer narrative:
(B)(4). Batch #: v9656k. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? Not reported. As stated before, no additional info available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the jaws broke off. No additional info available.